Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced a true ventricular fibrillation (vf) and the device did not deliver a shock. T wave oversensing was also exhibited and there are concerns if the oversensing classified the rhythm into vf zone. Technical services (ts) stated that without a strip to review, is difficult to assess, nonetheless, based on the information available, the device is operating as programmed. Ts recommended to capture all the vectors to review if there is a more adequate vector, perform an automatic setup or get the patient on a treadmill to see if there is a rate dependent rhythm going on and capturing a reference s ECG at the elevated rate. The clinician indicated will discuss with physician. This s-ICD remains in service. No adverse patient effects were reported.